Event description:
On (B)(6) 2024 a surgeon reported mild inflammation in the patient's right eye (od) 4 weeks after bilateral implantation of implantable collamer lenses. Small whiteish "plaques" were noted on the evo lens. During initial surgery an air bubble was observed behind the lens and surgeon spent some time to remove it but since he was not successful, he left it in the eye. It disappeared on the pod1. The lioli-24 injector system was used for lens delivery. On 6-sep-2024 additional information was obtained stating that a normal post-op was observed until "3-4 weeks out" with patient presentation of sinus/cold symptoms, iritis, and red eye. "Small clumps" were noted on the icl. The surgeon brought the patient back to the or for anterior chamber washout the previous week and additionally treated the patient with medication. Diagnostic culture and pcr tests were negative for organisms. The patient was on oral antibiotics and steroids and tapering off topical steroid drops. Wk 1 post-washout, the vision was normal with no ac cells. Some precipitates on cornea were noted on dilated exam and possible recurrent synechia that surgeon was thinking would lyse on its own. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11 - manufacturer narrative: a review of the device labeling was completed. Ocular inflammation is identified in the labeling as a known potential adverse event following icl implantation. Per the directions for use complications and adverse reactions implantation of any evo/evo+ icl may include but are not limited to: intraocular infection and secondary surgical intervention including, remove/replace the lens and vitreous aspiration. A dfu caution states: perform preparation of the lens in a sterile field. Each icl lens is provided sterile and non-pyrogenic in sealed vials within a sterile thermoform tray placed in a box with labels and product information. The tray and vial containing the icl lens are sterilized with steam and should be opened only under sterile conditions. If surgical instruments were reused after cleaning and/or resterilization, it is highly probable contamination could result in infection and/or inflammation. A post-op inflammatory response is common after intraocular surgery which is usually mild and does not require interventions beyond the standard post-op regimen. In cases with more severe inflammation, surgical technique, intraop trauma or use of pro-inflammatory substances in the eye can be contributing factors. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. (B)(4).

Manufacturer narrative:
Corrected data: b5 - "on (B)(6) 2024 a surgeon reported mild inflammation in the patient's right eye (od) 4 weeks after bilateral implantation of implantable collamer lenses. Small whitish "plaques" were noted on the evo lens. During initial surgery an air bubble was observed behind the lens and surgeon spent some time to remove it but since he was not successful, he left it in the eye. It disappeared on the pod1. The lioli-24 injector system was used for lens delivery. On (B)(6) 2024 additional information was obtained stating that a normal post-op was observed until "3-4 weeks out" with patient presentation of sinus/cold symptoms, iritis, and red eye. "Small clumps" were noted on the icl. The surgeon brought the patient back to the or for anterior chamber washout the previous week and additionally treated the patient with medication. Diagnostic culture and pcr tests were negative for organisms. The patient was on oral antibiotics and steroids and tapering off topical steroid drops. Wk 1 post-washout, the vision was normal with no ac cells. Some precipitates on cornea were noted on dilated exam and possible recurrent synechia that surgeon was thinking would lyse on its own. If additional information is received a supplemental medwatch report will be submitted." Manufacturer narrative: "a review of the device labeling was completed. Ocular inflammation is identified in the labeling as a known potential adverse event following icl implantation. Per the directions for use complications and adverse reactions implantation of any evo/evo+ icl may include but are not limited to: intraocular infection and secondary surgical intervention including, remove/replace the lens and vitreous aspiration. A dfu caution states: perform preparation of the lens in a sterile field. Each icl lens is provided sterile and non-pyrogenic in sealed vials within a sterile thermoform tray placed in a box with labels and product information. The tray and vial containing the icl lens are sterilized with steam and should be opened only under sterile conditions. If surgical instruments were reused after cleaning and/or resterilization, it is highly probable contamination could result in infection and/or inflammation. A post-op inflammatory response is common after intraocular surgery which is usually mild and does not require interventions beyond the standard post-op regimen. In cases with more severe inflammation, surgical technique, intraop trauma or use of pro-inflammatory substances in the eye can be contributing factors. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors." Claim#: (B)(4).